Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient no longer has a good stimulation. Can turn the stimulation down but not up. Patient was coming june 11 at 11 a.m. To continue measuring. The ins was running close to maximum. This could be caused by the settings, high amplitude or because an electrode used in the program has increased impedances, meaning that the system can no longer deliver the required energy to this electrode. Point 2 had increased resistances of 40,000 ohms, cannot be used. The patient thought that this had been adjusted at the time because this was also the case at the time. However, this was not the case. Point 2 was still in the program. The hcp programmed around point 2 and the stim was good again. Patient can also operate the stim with its own box. However, in the presence of the patient, the stimulation disappeared once more. Additional information received r eported that no diagnostics/troubleshooting was performed. No cause of the oor was found after analysis of the mdt data report. Cause of the stimulation stopping was unknown. No actions were taken as it was a temporary issue which resolved very quickly. The event resolved.